Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "since implementation in (B)(6) 2019 they have had 8 documented IV infiltration incidents." 1 of 8 complaints.